Event description:
A tampon unravel inside of me- vagina foreign body in reproductive tract. Tampon unravel device breakage. Case description: consumer sent an email reporting that a tampon unraveled inside of her. No serious injury was reported.